Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cabinet was not syncing. A technical support specialist (tss) noticed the cab showing red on myqlink, remoted in and launched the aspsync service which had many pending files; after restarting the service and waiting for synchronization, the cab displayed green on myqlink and the request was successfully processed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the cabinet failed to sync. The customer reported that they were unable to submit an rx verify request for a medication. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.